Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2008, 4076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.